Event description:
It was reported that the quick bolus and wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on how to address the issue, but the button remained problematic. Consequently, a replacement pump was arranged, as the original pump was still under warranty. The customer was instructed to use multiple daily injections (mdi) to ensure continuous insulin delivery until the replacement arrived. The customer acknowledged instructions to put the old pump into storage mode and return it using a pre-paid label within 10 days.